Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was admitted to the hospital several times due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. The customer's blood glucose level was treated with syringes and glucagon kit. The customer was hospitalized on (B)(6) 2016 as a result of his high blood glucose level. The customer was wearing the insulin pump at the time of the hospitalization. The high pressure test passed. The device was not returned.